Event description:
The healthcare professional reported that during surgery, an ophthalmic system had air bubbles in the anterior chamber coming from the phacoemulsification handpiece and separately in irrigation-aspiration handpiece. There was no patient impact. Details of surgery was not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.